Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that elevated capture threshold and lower r-wave amplitude were noted on the right ventricular lead. X-ray imaging revealed lead dislodgement. The patient presented to the operating room for lead revision procedure. During procedure, failure to retract the helix of the lead was observed. The lead was explanted and replaced on (B)(6) 2017. The patient¿s condition during and post procedure was stable.